Manufacturer narrative:
Device evaluated by MFR: the device remains in patient.

Event description:
It was reported that the subject stent was successfully implanted during the procedure; however, two days post procedure, the patient experienced vision changes. No other information was provided.

Event description:
It was reported that the subject stent was used successfully for aneurysm located in the ophthalmic artery; however, two days post procedure, the patient experienced vision changes. The patient¿s vision is improving on its own and an intraoperative milrinone was given to the patient on the follow up angiography.

Manufacturer narrative:
The electronic device history record (edhr) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, visual, dimensional and functional testing could not be performed. In case of this complaint, an assignable cause of anticipated procedural factor was assigned to the as reported issue patient complication, as a device related root cause does not apply and the issue is due to a known physiological effect that is noted with the direction for use (dfu), device labeling and/or risk documentation. Outcomes attributed to ae: updated to include required intervention to prevent permanent impairment/damage (devices) executive summary: corrected: intraoperative milrinone treatment was given to the patient on the follow up angiography.